Event description:
Caller reported blood glucose results of 304 mg/dl on the customer's performa combo system, 119 mg/dl on customer's performa nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for the performa nano system.